Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height: 164cm., body mass index (bmi) 27.5 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pelvic lymphadenectomy with concomitant bilateral sentinel lymph node biopsy procedure. Sixteen days after the procedure, the patient returned with complaints of a vaginal discharge for two weeks; there was no report of fever or abdominal pain. After an examination, a diagnosis of bacterial vaginosis was made for which there was a prescription of metronidazole vaginal ovules for six days. The event was reported as resolved 32 days later. The gynecological procedure was completed without intra-operative complications or da vinci device malfunctions. There were no post-operative complications prior to discharge which occurred four days after surgery. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, probably related to the patient's underlying disease status, possibly related to the study procedure, not related to the da vinci investigational device, and not related to a third-party instrument. The patient's prior health condition of diabetes and cervical cancer may be relevant to this incident.